Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that a patient was implanted with impella cp for mechanical circulatory support. The patients leg became cold and the device was removed. The patient had known peripheral arterial disease and there were concerns from the beginning of the case prior to placing the impella that her anatomy would not accommodate the impella. After placing an angiogram was performed which did confirm flow distal to insertion site but was noted to be sluggish. The physician actually considered removing in catheterization lab but decided to leave it in with understanding that he may need to remove it. He instructed the intensive care unit team to notify him immediately if there were any signs of ischemia so he could come back and remove. The device was explanted to resolve the ischemia.

Manufacturer narrative:
G2 added selection that was omitted from the initial report that was submitted.